Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result of 0.83ng/ml that was generated by the unicel® dxc 600i synchron® access® clinical system on one patient sample.the original specimen was re-tested twice and lower results were obtained. A) the repeated result of 0.03ng/ml was reported out of the lab.no reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was serum and it was centrifuged at 3,000 g for ten minutes. The sample appearance was normal. The specimen was aspirated from the primary collection tube for analysis. The sample was not allowed to clot the recommended time of 30 minutes prior to centrifuging.qc is performed twice daily and was within the customer's established ranges. System checks performed on (B)(6)2010 and (B)(6)2010 were within specifications.service was not dispatched for this event.although sample handling issues were addressed, no clear root cause could be determined for this event.